Manufacturer narrative:
Ge healthcare investigation has determined the main root cause identified is traced to user failure to follow service/ installation instructions, that led to device detachment. The investigation is recommended to close with correction as there is no gehc product nor process root causes. No additional corrections, corrective, or preventive actions were identified during the course of this investigation. The single affected innova system has been corrected by de-installing the gantry and the table by gehc and customer has performed new floor concrete in line with ge healthcare specifications and the system was re-installed correctly. Patient information are not provided as there was no patient involved.

Manufacturer narrative:
(B)(4). Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
Customer informed ge healthcare of a displacement at gantry base of a ge healthcare vascular system. No patient was involved when this malfunction was discovered.